Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and no sign of damage was found. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the continuity test and the energy recognition test. The instrument was transferred to engineering for further investigation. The initial findings were partially confirmed, the instrument failed the continuity test but passed the energy recognition. Upon closer inspection and disassembly, it was noted that the conductor wire at the distal end came out of the yaw pulley with a slight tug. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy would not work with the permanent cautery hook (pch).